Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. (B)(4).

Event description:
A customer reported that following an intraocular lens (iol) implant procedure, she experienced droopy eyelid, pain. She had dry eyes and used drops with no help. She has taken a second opinion and was stated that her eyelids stretched and need eyelid lifts. There are two medical device reports associated with this patient. This report is associated with the right eye.

Manufacturer narrative:
On initial MDR the patient event code of 1814, was added in error. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received stating that she still had dry eye and the patient's vision is good but always felt like something in it. She used 3 types of drops with no results and constantly blinking to get a clear vision.